Event description:
It was reported that unspecified noise was observed. The pulse generator was explanted and replaced. A few hours later, post operatively, noise was observed again. The physician decided to cap and replace the atrial and right ventricular leads. No patient symptoms were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.